Event description:
It was reported that the pt's pump was approaching being six years old and on interrogation, eri was due in (B)(6) 2011. However, when the pump was interrogated last month, eri had actually occurred and the doctor suspected that it may have affected the pump's communication. The pump replacement was scheduled. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).